Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim peritoneal catheter leak: the catheter was implanted connected to certas valve (product ID:unk) via v-p shunt on (B)(6) 2020 with unknown setting. At the end of (B)(6) 2020 a ventricular enlargement was observed and the patient had inflammation in the abdominal cavity. The catheter stimulated the tissues in the abdominal cavity, which may have caused inflammation. A leakage from the catheter was confirmed with contrast agent on (B)(6) 2021. Therefore, the catheter was removed on (B)(6) 2021. However, no damaged was observed.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 unique device identifier (UDI) : (B)(4).the catheter was returned for evaluation: failure analysis - the catheter was visually inspected and no defects were noted. The catheter was irrigated and no occlusion was noted. The catheter was leak tested and no leakage was noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation.